Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the device failure to complete its internal self-test was most likely due to the outlet flow sensor inside the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed that while the astral device was being configured for the patient it failed to complete its internal self test. There was no patient injury reported as a result of this incident.